Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The right atrial (RA) lead had dislodged into the right ventricular (RV) location, and the increase of pacing in the ventricle is suspected to have induced ventricular fibrillation (VF). The dislodgement was confirmed with x ray and fluoroscopy. The right ventricular (RV) lead shock was not effective due to suspected calcification. For the right ventricular (RV) lead, high out of range impedance and high thresholds were noted. Therapy was exhausted and the patient was converted using external pads. Subsequently, the implantable cardioverter defibrillator (ICD) system was replaced. No additional adverse patient effects were reported.